Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's blood glucose was unknown. It was reported that the customer received a no delivery alarm while attempting to bolus. The customer stated that the insulin pump at the time of call was normal. Advised customer to call back if the issue occurred again. Troubleshooting was not done. Nothing further reported.